Event description:
The customer reports a cryomacs freezing bag 500 (product code 200-074-402) which shattered while being thawed at a patient's bedside. The bag contained cryopreserved stem cells for transplant. The bag began to expand immediately upon removal from liquid nitrogen vapour and shattered. For the freezing bag 500 batch 7211000574, no deviation concerning the manufacturing process occurred. No anomalies occurred during the process. This is the second incident of this type for this lot with a complaint rate below 0.01%. According to the questionnaire the following investigation and statements could be made: · the event was observed during thaw. · the customer did use a metal cassette for freezing and for storage. · a controlled rate freezer was not used. · an overwrap bag was used and welded, but not evacuated. · the filling volume was 98 ml (55 - 100 ml are recommended). · the freezing bag was stored in the vapor phase of ln2. According to the picture the freezing bag was cracked in the middle along the whole bag. It can be seen, that the overwrap bag was welded, but not evacuated. The issue is likely caused by physical stress, e.g. Mechanical impact in combination with a wrong user handling. An overwrap bag was used for freezing and was welded, which can be seen on the pictures, but not evacuated. This is a deviation from the recommended freezing procedure. Air bubbles could have been trapped between the overwrap bag and the cryomacs freezing bag. Air should absolutely be avoided in the sealed freezing bags as it will expand after during thaw and may cause a bag breakage. It is really important to follow the recommendations for the freezing procedure as the bag material is sensitive. As stated in the datasheet the customer is asked to handle frozen bags with care.